Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for multiple patients tested for ft3 - free triiodothyronine (ft3 iii) and free thyroxine (ft4 ii). For these patients with normal thyrotropin (tsh) results, the ft3 iii and ft4 ii results are higher than normal and the ft4 ii results do not fit the clinical picture of the patients. The customer provided data for 4 patients. Based on the data provided, the ft3 iii results for 2 patients were erroneous when compared to a vidas instrument. It is not known if erroneous results were reported outside of the laboratory. The unit of measure was not provided for these tests. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 ii results. Patient 1 initial ft3 iii result from the e602 analyzer was 8.6. The repeat result from a vidas instrument was 5.19. The ft4 ii result on the e602 analyzer was 26.8. On (B)(6) 2016 patient 2 initial ft3 iii result from the e602 analyzer was 26.68. The repeat result from a vidas instrument was 6.34. The ft4 ii result on the e602 analyzer was 14.2. An additional sample from this patient produced an ft3 iii result from the e602 analyzer was 25.75. The repeat result from a vidas instrument was 5.82. The ft4 ii result on the e602 analyzer was 14.6. On (B)(6) 2016 patient 3 ft4 ii result on the e602 analyzer was 25.15. This result did not fit the clinical picture for this patient. No adverse event occurred. The e602 analyzer serial number was (B)(4). Based on a review of calibration and quality control data, a general reagent issue at the customer site can most likely be excluded.